Event description:
The applied medical laparoscopic trocar, a 12/100mm was being used during a robotic prostatectomy. The assisting surgeon reported to surgeon that he was having trouble with the camera fitting through the sleeve of the trocar, and with the trocar not sealing properly. Some time during a ten minute period trying to insert the camera through the trocar, having to re-clean the camera, removing the camera in an effort to get a better seal, two inner parts of the trocar dislodged into the patient's abdomen. Assistant surgeon noted this and reported it to surgeon. The two pieces were removed and a final sweep of the abdomen was made, the device was inspected to assure there were no other missing parts.